Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. *on and unknown date essure confirmation test(s) was conducted. Concurrent conditions included sickle cell crisis, back pain, pains in legs, urinary tract infection, abdominal pain, gastritis, discomfort bodily, general body pain, thalassemia and vomiting. Concomitant products included ondansetron (zofran) and promethazine. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), dyspareunia ("pain during intercourse") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, infection, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, dyspareunia, infection and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Most recent follow-up information incorporated above includes: on 26-feb-2019: medical record received. Lot number was added. Historical condition, concomitant condition, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, dysmenorrhoea, ovarian cyst (right and left), uterine mass, pelvic adhesions, explorative laparotomy, pelvic adhesions, ovarian cystectomy, ovarian cyst drainage, acute gastroenteritis, hypokalemia, lightheadedness, dyspnea, orthopnea, congestive heart failure, irritable bowel syndrome, infection mrsa, general body pain, sinus tachycardia, shortness of breath, dehydration, leukocytosis, chest pain, hemoglobin decreased, inflammatory bowel disease, cardiomyopathy, pulmonary hypertension, hiatal hernia, cardiac arrhythmia, drug allergy (multiple including toradql, aspirin, ~buprofen, reglan, compazine, and propoxyphene), acute renal insufficiency, choledocholithiasis and endometriosis. *on and unknown date essure confirmation test(s) was conducted. Concurrent conditions included sickle cell crisis, back pain, pains in legs, urinary tract infection, abdominal pain, gastritis, bone disorder, general body pain, thalassemia, vomiting, nausea, vomiting, diarrhea, pain in arm and leg pain. Concomitant products included ondansetron (zofran) and promethazine. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), dyspareunia ("pain during intercourse") and abdominal distension ("bloating"). The patient was treated with surgery (underwent total abdominal hysterectomy,bilateral saplingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, infection, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, dyspareunia, infection and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2013: dilated loops of small bowel with air-fluid levels may represent small bowel obstruction versus postoperative ileus.; on (B)(6) 2015: l. Constipation. There is a lot more stool in the colon than on prior studies. 2. Prior fallopian tube blrgery. 'This was seen on prior study. 3. Prior gallbladder and other upper abdominal surgery which was seen on prior .study. Chest x-ray - on (B)(6) 2015: 1. No consolidation, pleural effusion, or pneurrothorax. 2. Mild cardiomegaly.; on (B)(6) 2015: resolving bibasilar pleural effusions; on (B)(6) 2015: mild prominence of the interstitial markings which could represent pulmonary venous congestion. Computerised tomogram - on (B)(6) 2015: 1. Left adnexal heterogeneous soft tissue mass likely represents enlarged left ovary containing cysts. Recommend correlation with patient's symptoms and further evaluation with pelvic exam and pelvic sonogram. 2. Small moderate free fluid in the cul-de-sac likely reactive. Differential diagnosis includes pelvic inflammatory process. 3. Interval resolution right lower lobe pneumonia. 4. Dense appearance of liver suggesting hemochromatosis. Remonstrated hypoattenuating lesions throughout the right hepatic lobe incompletely characterized on this exam. Differential diagnosis includes hemangiomas. 5. Unchanged mildly prominent retroperitoneal lymph nodes likely reactive. Other etiologies cannot be excluded. 6. Unchanged sclerotic intramedullary lesion right femoral head likely represents bone infarct or changes of avascular necrosis. 7. Mild circumferential bladder wall thickening is nonspecific. Differential diagnosis includes neurogenic bladder. B. Small fat containing ventral abdominal wall hernias, unchanged. 9. Limited evaluation solid viscera due to lack of lv contrast. Ultrasound pelvis - on (B)(6) 2015: left ovarian cyst with debris or blood. X-ray limb - on (B)(6) 2016: right knee sprain. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, dysmenorrhoea, ovarian cyst (right and left), uterine mass, pelvic adhesions, explorative laparotomy, pelvic adhesions, ovarian cystectomy, ovarian cyst drainage, acute gastroenteritis, hypokalemia, lightheadedness, dyspnea, orthopnea, congestive heart failure, irritable bowel syndrome, infection mrsa, general body pain, sinus tachycardia, shortness of breath, dehydration, leukocytosis, chest pain, hemoglobin decreased, inflammatory bowel disease, cardiomyopathy, pulmonary hypertension, hiatal hernia, cardiac arrhythmia, drug allergy (multiple including toradql, aspirin, ~buprofen, reglan, compazine, and propoxyphene), acute renal insufficiency, choledocholithiasis and endometriosis. *on and unknown date essure confirmation test(s) was conducted. Concurrent conditions included sickle cell crisis, back pain, pains in legs, urinary tract infection, abdominal pain, gastritis, bone disorder, general body pain, thalassemia, vomiting, nausea, vomiting, diarrhea, pain in arm and leg pain. Concomitant products included ondansetron (zofran) and promethazine. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent total abdominal hysterectomy,bilateral saplingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, infection, dyspareunia, abdominal distension, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, infection and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted in date of insertion-2009, (B)(6) 2010. Patient received treatment for events-dysmenorrhea (cramping), abdominal pain, pelvic pain . Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2013: dilated loops of small bowel with air-fluid levels may represent small bowel obstruction versus postoperative ileus.; on (B)(6) 2015: l. Constipation. There is a lot more stool in the colon than on prior studies. 2. Prior fallopian tube bl1rgery. 'This was seen on prior study 3. Prior gallbladder and other upper abdominal surtery which was seen on prior .study. Chest x-ray - on (B)(6) 2015: 1. No consolidation, pleural effusion, or pneurrothorax. 2. Mild cardiomegaly.; on (B)(6) 2015: resolving bibasilar pleural effusions; on (B)(6) 2015: mild prominence of the interstitial markings which could represent pulmonary venous congestion. Computerised tomogram - on (B)(6) 2015: 1. Left adnexal heterogeneous soft tissue mass likely represents enlarged left ovary containing cysts. Recommend correlation with patient's symptoms and further evaluation with pelvic exam and pelvic sonogram. 2. Small moderate free fluid in the cul-de-sac likely reactive. Differential diagnosis includes pelvic inflammatory process. 3. Interval resolution right lower lobe pneumonia. 4. Dense appearance of liver suggesting hemochromatosis. Remonstrated hypoattenuating lesions throughout the right hepatic lobe incompletely characterized on this exam. Differential diagnosis includes hemangiomas. 5. Unchanged mildly prominent retroperitoneal lymph nodes likely reactive. Other etiologies cannot be excluded. 6. Unchanged sclerotic intramedullary lesion right femoral head likely represents bone infarct or changes of avascular necrosis. 7. Mild circumferential bladder wall thickening is nonspecific. Differential diagnosis includes neurogenic bladder. B. Small fat containing ventral abdominal wall hernias, unchanged. 9. Limited evaluation solid viscera due to lack of lv contrast.. Ultrasound pelvis - on (B)(6) 2015: left ovarian cyst with debris or blood. X-ray limb - on (B)(6) 2016: right knee sprain. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet: new event dysmenorrhea (cramping), abdominal pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), dyspareunia ("pain during intercourse") and abdominal distension ("bloating"). The patient was treated with surgery ( to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, infection, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, dyspareunia, infection and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.